Event description:
Customer reported a sample misidentification occurred when using the coulter lh 750 hematology analyzer. Erroneous cbc (complete blood count) test results were reported out of the laboratory due to the sample misidentification. The misidentified sample was retested and corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The customer uses codabar barcode symbology without checksum. The label type used is avery dennison and the customer has a monarch 9825 table top printer. Barcodes samples and examples were requested but not provided. The checksum function of the coulter lh 750 hematology analyzer was disabled. Service was not dispatched for this event. Root cause is failure to use a checksum digit and the checksum function of the coulter lh 750 hematology analyzer. Product labeling recommends the use of bar-code checksums to provide automatic checks for read accuracy. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.